Manufacturer narrative:
(B)(4). Upon conclusion of the investigation, the cause was determined to be one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014 at 10:32:09. During night drain cycle three, the patient's ultrafiltration reading was 802ml, indicating the home patient (hp) drained 802ml more than their maximum programmed fill volume of 1200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.